Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver failed to charge and boot but will turn on using a good battery. The receiver downloaded and passed with a good battery. The log was downloaded and reviewed finding firmware errors. Receiver functional test was unable to run due to needing battery replacement. The receiver case was opened and the internal inspection failed due to finding the original battery with a damaged controller chip. The allegation was confirmed. The probable cause is damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.